Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va2dur8, implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Product ID: 3708660, serial#:(B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: extension. Product ID: 3389s-40, lot# va2dur8, implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 09-mar-2024, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 26-mar-2025, UDI#: (B)(4) ; product ID: 3708660, serial/lot #: (B)(4), ubd: 26-mar-2025, UDI#: (B)(4) ; product ID: 3389s-40, serial/lot #: (B)(4), ubd: 09-mar-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had pulled out his left lead wire. He was admitted to the hospital, and had his system explanted due to infection.